Event description:
It was reported that the patient presented in clinic for follow-up with the complaint of discomfort due to stimulation in their leg. Fluoroscopy imaging was performed and found that the right atrial (ra) leadless pacemaker (lp) had dislodged into the inferior vena cava. Programming changes were made initially on (B)(6) 2025 to deactivate the ralp. The ralp was retrieved, explanted and replaced on the next day. The replacement lp was implanted in a different heart chamber. Patient condition was stable.